Event description:
The customer reported that she experienced no delivery alarm on the insulin pump after changing the reservoir and there was a leak when she removed the reservoir. Customer's blood glucose was unknown. Customer was fluid in the reservoir compartment. After troubleshooting, customer reported she does not see any signs of the leak anymore. Advised the customer return the reservoir and transfer guard for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.